Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital due to unrelated health issues. Upon a surface electrocardiogram, the pulse generator exhibited intermittent loss of capture. It was suspected that the intermittent capture may have been due to an electrolyte imbalance associated with the patients unrelated health issues. The patient would be monitored.